Event description:
After creating a treatment plan having two beams with customized ports attached (one was copy-parallel-opposed to the other), storing the plan and then recalling it, the user noticed the ports had their orientations reversed. The copy-parallel-opposed beam should have its port mirrored relative to the first beam. Instead, the port on the original beam was mirrored relative to its correct position and the copied port was oriented as the port on the first beam should have been. This was found during routine treatment plan checks by the medical physicist. No pts were treated.